Event description:
Tech alleged that the siderail is not locking in the up position. No pt impact.

Manufacturer narrative:
The tech found the center arm assembly is dirty. The tech cleaned the siderail center arm assembly to resolve the issue.